Event description:
An IV was placed for administration of blood products. The bd max zero connector clave was used and would not flush or clamp. There have been several reported events with bd max zero being broken and spraying products.